Manufacturer narrative:
This report is submitted on sept 12, 2022

Event description:
Per the clinic, the patient experienced cellulitis (infection) behind the ear which was treated with a topical antibiotic. The implant remains in-situ.